Event description:
It was reported that during the implant, the physician found it difficult using the right ventricular (rv) lead and was unable to properly retract and extract the lead helix. The lead was not used and another lead was implanted. No patient complications have beenreported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the helix was pulled/stretched/overstress, there was blood on the distal electrode and there was apparent implant damage. (B)(4).